Event description:
Revision surgery - the primary surgery was performed in 1988 or 1989. The pt's head or polyethylene was worn down.

Manufacturer narrative:
After further investigation and multiple searches of the database, no surgeries were performed on this patient. It was determined that the primary surgery was performed before encore/djo surgical was open and conducting business. Djo surgical is not the manufacturer of record of this device; the manufacturer is unknown.